Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips appeared malformed at distal ends upon applying on the cystic artery. The case was completed with a similar device. There was no consequence to the pt.